Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that daughter had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl and go into diabetic ketoacidosis. The customer was treated for high blood glucose with manual injections. Customer stated that there is no emergency medical services and no hospitalization. Customer's mother was able to get blood glucose down and declined to troubleshoot the pump. Customer's mother state they had bent cannula.